Manufacturer narrative:
The reported events were for lead dislodgement and helix extension issue. The reported event for the inability to extend the helix was confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The investigation results will be provided in the final report.

Event description:
It was reported that the lead was explanted due to dislodgement and helix extension issue.

Event description:
New information notes that the patient was stable through the procedure and after the procedure was complete.